Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete device information. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2020-33333. It was reported the drg leads are fractured. Surgery may take place at a later date.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-33333.

Manufacturer narrative:
Corrected data: g3 - report source ("foreign" was determined to have been unselected inadvertently on the initial report).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2020-33333.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.